Manufacturer narrative:
Investigation completed on a smiths medical warming/level 1 hotline low flow systems - hl-390 report of pump problem as well as over heating was confirmed. This was a result of pump issue, so action taken to replace pump. Normal wear and tear was revealed on device. Device then passed functional testing.

Event description:
Device evaluation completed.

Event description:
Information was received indicating that a smiths medical fluid warmer had a broken pump and was over heating as well. There were no reported adverse events.